Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the reason for call was to request assistance with getting connected to ins. Patient said they keep getting "no device found" screen. Agent confirmed patient used correct app, solid blue light on communicator, blue plastic side of communicator against the skin, patient able to palpate battery under the skin, but still getting "no device found" after many tries. Agent had patient power handset and communicator off for ~30 seconds, then power back on as well as go into the settings and paired communicator that way, but still got "no device found." Patient said it went immediately to "no device found" screen, as if it hadn't even tried to find the device. Agent asked patient if they had any falls or traumas that would have led to the issue and patient said no, but within the past couple of months they had a dexa scan done. Patient said they have been unable to connect since they got the replacement handset about a month ago. Patient said their last handset was stolen while staying at a nursing home after getting surgery for a fractured left hip. When asked, patient said they didn't think they turned therapy off prior to surgery. Patient said they started the process of replacing the handset with sunmed back in august of last year when they left the nursing home. Patient also said it was around that time that their symptoms returned. When asked, patient said they haven't felt the stim for a while and that they used to get "shocks" every now and then, but that it hasn't happened for a while. Patient said that just a couple months ago, however, they were seen by managing healthcare provider (hcp)'s physician assistant who was able to connect to ins. Patient said the settings were at program 3, 0.8 ma. Patient had handset charging during the call and it had gone from 0%-6%. Agent suggested letting handset charge completely and then attempt to connect again. If still unable, agent suggested patient follow-up with managing hcp for further device evaluation.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.